Event description:
While a pt was being mechanically ventilated by the anesthesia machine, the ventilator bellows suddenly collapsed and would not re-inflate. The pt was immediately diconnected from the device and mechanically ventilated. The machine was sequestered and removed from service by biomedical for eval.